Event description:
It was reported that "screwdriver tip broke. Retrieved from pt". Had to get loaner screwdriver.

Manufacturer narrative:
Add'l info has been requested, and if rec'd, will be reported on a supplemental report.